Manufacturer narrative:
Product analysis: the device was received for analysis. A kink was evident on hypotube, distal to the luer. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. Dents were evident to the distal shaft. The inner lumen patency was verified with a 0.015 inch mandrel. No evidence of necking on the proximal balloon bond. The balloon passed negative prep. The balloon was inflated to 12 atm and maintained pressure with no issues noted. Slight deformation evident to the distal tip. No other damage evident to the remainder of the device. Image analysis: procedural images confirm the presence of a severely tortuous, severely calcified lesion with 80% stenosis in the ostium of the circumflex (cx) artery. There was no evidence of inflation of the balloon for stent deployment at the lesion site. During stent removal it detached in the radial artery. Another balloon was delivered through the dislodged stent and the stent was expanded and deployed at the radial site of detachment. The proximal end of the stent prior to removal appeared to be deformed. Additional information: facility address and physician phone number updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug-eluting stent to treat a severely tortuous, severely calcified lesion with 80% stenosis in the ostium of the circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. The device was not kinked and re-straightened during use. It was reported that an attempt was made to inflate the balloon during positioning in the cx, however the balloon did not inflate. It was detailed that another balloon was used to position the stent however that failed to work. During an attempt to remove the stent, it detached, cracked or fractured at the balloon. The stent remains in the right radial arm of the patient. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.